Manufacturer narrative:
Device is a combination product. Used (B)(6) 2019 as event date as there was no date provided.

Event description:
It was reported that stent thrombosis occurred. A 3.5x8mm synergy ii drug eluting stent was deployed to treat the target lesion. However, two hours post-deployment, the patient developed chest pain and electrocardiography (ECG) was performed. Thrombosis within the previously implanted stent was noted. Percutaneous transluminal coronary angiography was performed and a non bsc heart pump was placed. No further patient complications were reported and the patient's status was stable.